Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-12-16. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing and did not show any signs of leakage. Bd cannot confirm the cause of the failure to our manufacturing process since no defect was observed during leakage testing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd q-syte tri-extension set had leakage issues.the following information was provided by the initial reporter, translated from german: ¿the anesthesia department has determined that when using the [tri-extension set] connected the 3-way-stopcok... Propofol leaks drop by drop, it does not matter how tight the connection is. It happens with other fluids as well, but because propofol is kind of milky it is also more noticeable. Moreover, the same issue was experienced twice when two 3-way-stopcoks were connected to each other.¿

Event description:
It was reported bd q-syte tri-extension set had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): ¿the anesthesia department has determined that when using the [tri-extension set] connected the 3-way-stopcok... Propofol leaks drop by drop, it does not matter how tight the connection is. It happens with other fluids as well, but because propofol is kind of milky it is also more noticeable. Moreover, the same issue was experienced twice when two 3-way-stopcoks were connected to each other.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.